Manufacturer narrative:
This case has been reopened following further investigations. The report review of the provided data revealed : the device was manufactured on 28 march 2022. The battery curve is consistent with the switch into the specific mode on (B)(6) 2022, and fluctuating storage temperature. The root cause of this behavior could not be determined with certainty. The most probable hypothesis would be a software bug.

Event description:
Reportedly, the device shows voltage equal to 2.92v, months before the expiry date.

Event description:
Reportedly, the device shows voltage equal to 2.92v, months before the expiry date.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device shows voltage equal to 2.92v, months before the expiry date.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please find attached the report review of the provided data revealed : -the device was manufactured on 28 march 2022. -the battery curve is consistent with the switch into the specific mode on (B)(6) 2023, and fluctuating storage temperature. -no issue is suspected on this device.